Manufacturer narrative:
Conduction disturbances were the typical reason that a pacemaker would be implanted and conduction issues were known potential adverse effects per the evolutr IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for chronic cardiomyopathy and left bundle branch block (lbbb). No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.